Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an additional finding of the light guide fibers in the distal end were worn slightly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope, 10 mm, 30°, hd, quick lock, autoclavable eyepiece cup was aged. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue was excessive use which was indicated by the error patterns detected. Olympus will continue to monitor field performance for this device.